Event description:
This case was initially received via (B)(6) ((B)(4)) on 27-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("constant allergic reaction to nickel coils") and genital haemorrhage ("very heavy bleeding / clotting / large clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2008, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("constant period pain"), fallopian tube disorder ("my fallopian tubes feel like they w ill burst"), metrorrhagia ("breakthrough bleeding"), rhinorrhoea ("constant runny nose"), sneezing ("sneezing"), arthralgia ("joint pain"), fatigue ("fatigue") and abdominal pain ("pain"). The patient was treated with surgery (device and fallopian tubes will be removed). Essure treatment was not changed. At the time of the report, the allergy to metals, genital haemorrhage, dysmenorrhoea, fallopian tube disorder, metrorrhagia, rhinorrhoea, sneezing, arthralgia, fatigue and abdominal pain had not resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, dysmenorrhoea, fallopian tube disorder, fatigue, genital haemorrhage, metrorrhagia, rhinorrhoea and sneezing to be related to essure. The reporter commented: she was having constant allergic reaction to nickel coils which have been in her body for nearly 10 years. Diagnostic results: in 2015 she had several tests to see what the issue is, and everything comes back clear. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-oct-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 329 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.